Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary : the article associated with this complaint was received at the depuy mitek site in raynham, massachusetts, but after repeated attempts to locate the device, it could not be found. Therefore, a physical device investigation could not be performed and the customer's reported failure could not be evaluated or confirmed. Hence, CAPA has been opened to address the systemic issue associated with missing complaint devices at the site. If and when the device is located, the complaint will be re-opened to complete the investigation. At this time, no corrective action is required for this device issue and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Corrected data :additional manufacturer narrative - the device was located and evaluated. The investigation summary below is the revised evaluation: investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that would contribute to this condition. It was observed that the jaw to shaft pin was broken, making the connection of the upper jaw to the shaft loose and able to be pushed laterally. When the trigger of the device was pulled, the upper jaw would not open or close as intended. This type of defect is typically observed when the user grasps tissue within the jaws of the device, and then excessively twists or leverages the device causing rotational strain on the upper jaw. When excessive rotational strain occurs on the upper jaw pins they can break therefore is a potential root cause for the broken pin. The broken pin can be considered the root cause for the reported failure of the upper jaw not fully closing when actuated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the article associated with this complaint was received at the depuy mitek site in (B)(4), but after repeated attempts to locate the device, it could not be found. Therefore, a physical device investigation could not be performed and the customer's reported failure could not be evaluated or confirmed. Hence, CAPA has been opened to address the systemic issue associated with missing complaint devices at the site. If and when the device is located, the complaint will be re-opened to complete the investigation. At this time, no corrective action is required for this device issue and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the jaws on their expressew iii autocapture plus are no longer closing when pressing the trigger. The sales rep stated that the issue was found prior to being used on the patient and there appears to be something wrong with the trigger mechanism. The procedure was completed with a different expressew iii gun with no harm to the patient but there was a minute delay to grab a new gun. The device will be returning for evaluation.